Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, stained end cap sticker and a cracked case at the display window corner.

Event description:
Customer reported via phone call that their insulin pump cracked. The blood glucose reading is 270 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.